Event description:
The customer tested blood glucose at 5pm and received a result of 413mg/dl before dinner. At 6pm the customer took 8 extra units of humulin r. They ate a light dinner and around 7:30 or 8:00pm spouse found pt unresponsive. Paramedics were called. At 8:30pm the paramedics received a result of 29mg/dl. The customer was given a glucose IV and a peanut butter sandwich. No controls were in use. The customer was storing the glucose strips outside of the original container. A request was made for the return of the suspect device and replacement product was sent.